Event description:
The facility reports the caregiver was relocating the resident from the wheelchair to the bed. After picking the resident up with the sling and lift, the caregiver turned the lift to go over to the bed (8-10') when the resident slipped backwards out of the sling. The resident fell to the floor and struck their nose. Resident suffered unspecified injuries to the nose area and a bruise on the left leg.